Manufacturer narrative:
All available information was investigated, and the reported leak/splash was not confirmed via returned device analysis. The reported unintended movement could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported leak/splash was unable to be determined. The reported unintended movement was due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na

Event description:
It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) grade 3-4 with barlow¿s disease, dilated left and right atrium, ¿very floppy¿ interatrial septum, and restricted posterior leaflet. Prior to the procedure, the patient was presented with pericardial effusion. The initial puncture height is 4 cm. During advancement of the steerable guide catheter (sgc) to the left atrium, the guide slipped slightly anteriorly, which was believed to be due to ¿verry floppy¿ interatrial septum. Due to the enlarged left atrium and low puncture height, the clip could not be correctly advanced and aligned over the valve. The decision is made to recover the clip and perform another transseptal puncture. Multiple transseptal puncture attempts performed. After about 60 minutes, the transseptal puncture was successful with a height of 4.2 cm using a long transseptal needle (98 cm) and a non-abbott sheath. During the transeptal puncture, there was interference with the av node, resulting in asystole, which resolved itself. During preparation of the sgc, it was noted that the device could not hold fluid column in the vertical position and was drawing air. The sgc de-airing process was repeated twice but was not successful. A new sgc was prepared. At this point, the patient developed tachycardia intraprocedurally and was hemodynamically unstable. This was believed to be a response to the suprarenin and noradrenaline administered. The patient was stabilized, and the procedure was continued with one clip successfully implanted centrally in the a2/p2. After removal of the guide, cardioversion was performed. There is a slight pericardial effusion, which has been present since the beginning. The patient was able to be extubated in a hemodynamically stable manner. The mr was reduced from 3-4 to 1. No additional information was provided.